Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient complains of unclear vision (blurred/distorted) and halo. The patient underwent implantation of the iol on (B)(6) 2024. The rayone hydrophilic acrylic iol IFU lists "patients unlikely to adapt to simultaneous multiple retinal images" as a specific contraindication for trifocal and galaxy iols. The healthcare facility plans to explant and exchange the iol. "Reduced vision" and "iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The event description provided is consistent with dysphotopsia. Rayner has previously been advised by its clinical consultants that neuro-adaptation can take up to six months to achieve and that some patients are just never able to adapt to the functional style of the lens. There is no evidence of a device defect or malfunction.

Event description:
On (B)(6) 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that the patient is experiencing dysphotopsia post-operatively leading to a decline in their visual outcome.